Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After all the cuts have been made and trialing completed, dr. (B)(6) brought to the attention of the recon rep, (B)(6), the popliteus was had been nicked. He repaired the nick and completed the case. Tka case delayed 3 minutes to repair.

Manufacturer narrative:
Reported event: an event regarding a nicked popliteus during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 491 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a nicked popliteus during cutting. There were no other reported events for the listed catalog number. Conclusion: product inspection could not be completed because complete session files were not provided after three communications to the mps. The provided session files do not contain the intra-operative data required to elucidate the cause of the event. Per mps r. Strachan: "I could not tell which attachments was responsible or if it was responsible. It may have been a bovie or rongur. It was noticed after all the cuts had been made and after we trialed." It is unknown when the nick occurred during the procedure; the nick may have occurred during robotic or manual cuts. Therefore, the possibility that manual instrumentation was responsible for the nick cannot be ruled out. Device evaluated by MFR: device not returned.

Event description:
After all the cuts have been made and trialing completed, dr. Taber brought to the attention of the recon rep, todd sebek, the popliteus was had been nicked. He repaired the nick and completed the case. Tka case delayed 3 minutes to repair.